Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, the philips bench technician discovered that the ribbon cable for the rfu indicator was damaged. There was no reported patient or user involvement and no adverse patient/user impact.